Event description:
The patient contacted animas on (B)(6) 2013 reporting a blood glucose as low as 45 mg/dl with weakness and difficulty speaking. The patient reported not wanting to review the pump as the patient adjusts the rates all the time. The patient reported being sick for some time and had a surgery coming up soon. The patient reported being less active than usual and stated that diet has been different due to medications and activity. This report is made based on the allegation that the that the patient experienced hypoglycemia associated with the patient self adjusting insulin rates without the supervision of a health care professional.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: . Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. No defect found. The accessible black box and alarm history shows no alarms associated with the complaint. The total daily insulin deliveries add up correctly and reflect the user's programmed basal rates. Pump successfully passed a 29hr flow accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.